Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed on a stored egm during a clinic visit. Programming changes were made and the patient will continue to be monitored. Patient was doing fine.